Event description:
On (B)(6), 2011, a doctor reported that a patient lost two (2) sybronpro tl implants approximately five (05) months after placement due to non-osseointegration. This is second of the two mdrs.